Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high-resolution stereo viewer (hrsv) associated with this complaint and the reported issue was replicated. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the test system and powered on showing a blank screen. The probable root cause is a failure of the hrsv monitor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 121 in the logs. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had lost vision in the right eye of the high-resolution stereo viewer (hrsv). The customer stated that the right eye port light was dim. The customer hard power cycled the system, and the right eye showed a color bar, but the light was still dim. The procedure was completing as planned with no reported injury.